Manufacturer narrative:
(B)(4). Additional information: the device was returned with the clamp arm detached from the instrument and returned but with the blade tip intact and not broken off as reported by the customer. As a result of the clamp arm detachment, the tube assembly was distorted. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap gastric procedure, the blade was broken off. No error code was displayed. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.